Event description:
The facility representative reported a flo-gard infusion pump with "pri start doesn't function". This condition occurred upon power up in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "pri start doesn't function" was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a damaged door, found during servicing, confirms the customer's reported condition. The root cause of this condition was determined to be physical damage to the door from mishandling. The pump head door, occlusion detector and door bumper were replaced to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.